Manufacturer narrative:
Device investigation details: information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: field d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter and the patient experienced atrioventricular block that required temporary pacemaker. First, it was reported that that sensor error 116 occurred after pentaray nav high-density mapping eco catheter was connected. The issue was resolved by replacing the pentaray nav high-density mapping eco catheter to another new pentaray nav high-density mapping eco catheter. It was also reported that the matrix was not constructed immediately after connecting octaray mapping catheter; calibration data was not built up. The replaced it with a second octaray mapping catheter but the problem persisted with a second octaray mapping catheter. The second octaray mapping catheter was replaced with a pentaray nav high-density mapping eco catheter. The customer's reported sensor issue with the first pentaray nav high-density mapping eco catheter and the unable to map issues with the octaray mapping catheters are not considered to be MDR reportable since the potential risk that these issues could cause or contribute to a serious injury or death is remote. In addition, it was reported that the patient had an atrioventricular block. A temporary pacemaker was inserted and the patient returned to the room. On (B)(6) 2024, additional information was received indicating the ablation was done with a qdot micro¿ catheter, as such, the event will now be reported against the qdot micro¿ catheter as the ablation catheter is the most suspected device. The physician¿s opinion on the cause of this adverse event is that was procedure related. Ablation was performed at the site where the his potential was visible.